Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown variax screw. Device will not be returned

Event description:
It was reported that patient had a right wrist revision due to broken screw. Sales rep reported that he was not present at the case and stated that there was more than one broken screw but was not certain of the exact number. Per provided surgery note sheet (surgery date (B)(6) 2015), there appears to be 3 broken screws out of the 9 screws.